Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted in the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.